Event description:
This case was initially received via regulatory authority ((B)(6)) on 22-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of uterine pain ("uterine pain") and genital haemorrhage ("bleeding when she did not have her menstrual periods") in a female patient who had essure (batch no. A02559) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), myalgia ("muscle pain with walking difficulty"), headache ("headaches"), ovarian cyst ("ovarian cyst") and breast calcifications ("microcalcification in left breast"). The patient was treated with surgery (essure removal via total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine pain, genital haemorrhage, myalgia, headache, ovarian cyst and breast calcifications outcome was unknown. The reporter provided no causality assessment for breast calcifications, genital haemorrhage, headache, myalgia, ovarian cyst and uterine pain with essure. The reporter commented: total hysterectomy was performed leading to early menopause. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 26-feb-2018 for the following meddra preferred terms: "uterine pain".the analysis in the global safety database revealed 50 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1802609) on 22-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of uterine pain ("uterine pain") and genital haemorrhage ("bleeding when she did not have her menstrual periods") in a female patient who had essure (batch no. A02559) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), myalgia ("muscle pain with walking difficulty"), headache ("headaches"), ovarian cyst ("ovarian cyst") and breast calcifications ("microcalcification in left breast"). The patient was treated with surgery (essure removal via total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine pain, genital haemorrhage, myalgia, headache, ovarian cyst and breast calcifications outcome was unknown. The reporter provided no causality assessment for breast calcifications, genital haemorrhage, headache, myalgia, ovarian cyst and uterine pain with essure. The reporter commented: total hysterectomy was performed leading to early menopause. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: "uterine pain".the analysis in the global safety database revealed 51 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-mar-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.